Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance >2500 ohms. An observation was completed by the initial reporter that the ra lead was off with zero sensing. Testing was conducted by turning the ra lead on, but no sensing occurred and the out-of-range pacing impedance was measured. Technical services was notified and acknowledged the device malfunction. No adverse patient effects were reported. This ra lead remains in service.